Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 130 to 140mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non- fasting and produced test results of 210 and 241mg/dl using true track meter. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history: the 300mg/dl (B)(6) 2016 11:48 am fasting: yes, the 174mg/dl (B)(6) 2016 02:30 am fasting: yes, the 510mg/dl (B)(6) 2016 06:45 pm fasting: no, the 202mg/dl (B)(6) 2016 06:34 pm fasting: no, the 290mg/dl (B)(6) 2016 06:27 pm fasting: no. Customer states that the meter is giving high blood results. Customer states that he run a blood test today and got a results of 300mg/dl and then he run a control and got a results of 200mg/dl. Customer test 5-6 times a day. Customer decided to take 12 units of his humalog while on the phone with me. Customer states that he changed his diet yesterday. Customer then states that's possible the reason why he got the 300mg/dl.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 130 to 140mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non- fasting and produced test results of 210 and 241mg/dl using true track meter. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history: the 300mg/dl (B)(6) 2016 11:48 am fasting: yes, the 174mg/dl (B)(6) 2016 02:30 am fasting: yes, the 510mg/dl (B)(6) 2016 06:45 pm fasting: no, the 202mg/dl (B)(6) 2016 06:34 pm fasting: no, the 290mg/dl (B)(6) 2016 06:27 pm fasting: no. Customer states that the meter is giving high blood results. Customer states that he run a blood test today and got a results of 300mg/dl and then he run a control and got a results of 200mg/dl. Customer test 5-6 times a day. Customer decided to take 12 units of his humalog while on the phone with me. Customer states that he changed his diet yesterday. Customer then states that's possible the reason why he got the 300mg/dl.